Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm when there was no insulin remaining on the insulin pump. Customer's blood glucose was unknown. The customer reported going through a security machine. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.